Event description:
Patient was injected with radiesse dermal filler in the mid-cheek. The patient felt some immediate tingling and numbness the following day. Then 48-hours post injection, the patient developed a black line down her nose. The patient was treated with medrol dose pack, vitamin k and zinc.

Manufacturer narrative:
The physician, dr consulted with a medical director for additional treatment options. Additionally, the patient was treated with medrol dose pack, antibiotic and duoderm for wound care. During a follow-up with the physician, it was reported that the patient had superficial necrosis, which is healing and new skin growth has begun. The radiesse lot number used was not provided by the physician.